Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the gantry speaker and microphone were not working. The philips field service engineer (fse) reported the gantry speaker and microphone had been disconnected. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the gantry speaker and microphone (loudspeaker) were not working. The philips field service engineer (fse) reported the gantry speaker and microphone had been disconnected. The customer confirmed that there was no patient impact and no harm as a result of this event. The philips field service engineer (fse) went to the site to evaluate the CT system. The fse determined that the cable inside the gantry that transferred sound from the gantry microphones to the operator was disconnected, and reconnected the cable to resolve the issue. No parts were ordered or replaced as a result of the issue associated with the gantry microphone. The disconnected audio cable was the result of field service error. There was no report of harm to a patient, operator, or bystander as a result of this event. The system is operational and in clinical use.